Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section a4: the patient weight is unknown. Manufacturer's investigation conclusion: there were no device related issues with the heartmate 3 left ventricular assist system reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having difficulty taking readings. It was note that the patient hadn't taken a reading in a while. The patient electronic system (pes) was normally plugged normally into the wall outlet and set up on a regular sofa, laid against the back cushion. Green was lit on the power box and patient was advised to take readings in a sitting up position. The patient stated the had a left ventricular assist device (lvad). A reading was started without patient, white 7, cancelled reading. The patient was told to sit in a normal position of spine center, head on headrest and a new reading was started. It was green, and the reading and transmission were successful. It was confirmed in merlin backend reading was normal and not flagged for interference. The cause of the problem was determined to be positioning. No further remote care technical service action required. No replacement needed.